Event description:
The patient recently received a prophylactic generator replacement, and lead impedance was noted to be ok after replacement. Additional information was received during an internal periodic programming history review where high impedance was observed on this patient¿s previously implanted device. No known surgical intervention regarding the patient¿s implanted lead has occurred to date. No further relevant information has been received to date.